Manufacturer narrative:
An event of complete atrioventricular (av) block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum, and the patient had valve implanted at a final depth 5mm non-coronary cusp and 5mm left coronary cusp. Based of the information reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for transcatheter aortic valve implantation (tavi) using a large navitor loading system. The patient had two bundle branch block prior to tavi procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Before the navitor implant, a pre-balloon aortic valvuloplasty (bav) was performed using a 20mm non-abbott catheter. After that, it was confirmed on electrocardiogram (ECG) that complete atrioventricular (av) block occurred, but the patient's native pulse was temporarily observed. However, when the 27mm navitor valve was implanted, complete av block occurred. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. After the procedure the patient was transferred to intensive care unit (ICU) for postoperative observation, but the complete av block was still observed. The final implant depth of the valve was n-5mm, l-mm. On (B)(6) 2023, patient underwent a pacemaker implantation. The patient was stayed in hospital for monitoring the rhythm. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for transcatheter aortic valve implantation (tavi) using a large navitor loading system. The patient had two bundle branch block prior to tavi procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Before the navitor implant, a pre-balloon aortic valvuloplasty (bav) was performed using a 20mm non-abbott catheter. After that, it was confirmed on electrocardiogram (ECG) that complete atrioventricular (av) block occurred, but the patient's native pulse was temporarily observed. However, when the 27mm navitor valve was implanted, complete av block occurred. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. After the procedure the patient was transferred to intensive care unit (ICU) for postoperative observation, but the complete av block was still observed. The final implant depth of the valve was n-5mm, l-mm. On (B)(6) 2023, patient underwent a pacemaker implantation. The patient was stayed in hospital for monitoring the rhythm. The patient was reported as stable.